Event description:
The pt reported that the pump was unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a data corruption. The pump displayed a text alert message on the screen to alert the user that insulin delivery was interrupted, but did not emit an audible or vibratory alarm.